Manufacturer narrative:
Since no material was returned from the customer and the lot number is unknown, no investigation could be performed. Device was not returned to manufacturer.

Event description:
On (B)(6) 2013, the patient's mother reported an infusion set leaked insulin near his infusion site. He inserts the headsets manually and with the insertion device. He changed the infusion set to resolve the issue and did not experience any physiological effects. He practices site rotation and did hear an audible click when the tube was attached to the headset. The alleged product was discarded and will not be returned for evaluation. He was sent replacement product. Follow-up was completed on (B)(6) 2013, and his mother reported no further concerns with the replacement product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.